Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was also noted that the patient has a concomitant micra device. Technical services reviewed the data and found the patient had one inappropriate shock due to oversensing of t waves, and low amplitudes. The device is programmed to secondary vector with 1x gain. Technical services provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.